Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and was unable to reproduce leaking from reagent probe a. The fse replaced the reagent probe a collar wash valve. The collar wash valve was returned for analysis. Failure of the valve was confirmed by placing the valve on an instrument and observing the valve during multiple wash cycles. Identified failure mode: the failure mode was the collar wash valve (p/n (B)(4)). (B)(4).

Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The leak was approximately 10 ml of fluid and occurred under reagent probe a. The leak was identified by the customer after performing maintenance. The customer stated she cleaned the liquid and proceeded to run quality control (qc) samples. The customer again noticed approximately 10 ml of liquid under reagent probe a. The customer stated they had not tested patient samples. The customer was wearing gloves and a labcoat. There was no report of operator exposure or injury. There was no death, injury or affect to patient treatment.